Manufacturer narrative:
During testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device. The customer report of the device will not power off was not duplicated during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device could not be powered off. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. This did not indicate a reportable malfunction. However, during testing at the service center, corrosion was found from battery leakage.